Event description:
Event description cpi received information that this endotak dsp lead (0095) was removed from service about one month after initial implant, because of inappropriate shocks and event markers due to a rupture of the insulation at the junction pace sense connector.